Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was transplanted on (B)(6) 2014. The patient was moved to status 1a with a gi bleed 2 days prior to the transplant.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.